Event description:
Patient was receiving IV hydration via an alaris pump. Pump had no alarms or signs of malfunction. Rn came to bedside for another purpose, noted tubing to have approximately 1 inch of air bubble in tubing past pump and about halfway to patient IV site. Immediately changed out tubing and pump. Patient was not injured. Pump was sent to clinical engineering for evaluation - was found to be working appropriately, unable to re-create problem.====================== health professional's impression======================possible defective tubing